Event description:
Medwatch summary was received from FDA on (B)(6). Charite pt reported that, artificial disc failed. Pt did not get better after implantation. Pt is experiencing pain, discomfort, fecal and urinary incontinence and falls. In 2009, pt went back for a fusion and reconstruction surgery. Pt has been advised by physician that this disc may need to come out to resolve this issue. Pt does not thank this is a good product.

Manufacturer narrative:
Info provided by FDA is very limited and as a result could not be match to any previously reported event. If add'l info is reported, this complaint file shall be updated. At this time no connection can be made between the reported event and any shortcoming of the device.